Event description:
10/2001 - aortic valve explant carpentier edwards bovine pericardial valve. 01/2002 - admitted with back pain, possible chills. Positive blood culture infectious treated ampicilin/gentimycin. Developed severe dermatitis renal failure echo - no sign endocarditis. 04/2001 - admitted with chf. 04/2002 alright out severe cardiac decompensation. Echo calcified valve. Emergent redo valve explant but pt expired. Valve severely calcified (6 months from insertion).